Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited poor sensing in bipolar configuration. Oversensing was noted in unipolar configuration. The lead was capped and replaced. No patient symptoms were reported.